Manufacturer narrative:
Device evaluation completed on august 3, 2020: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed in the product. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Discolored complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary, according to the information received, the customer reported an intact device with an unusual appearance in the filler material. During the visual evaluation, the device was observed discolored. This condition can be generated when triglycerides and saturated fatty acids migrate into the gel of the device resulting in the normally clear gel to become cloudy. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: discoloration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast reconstruction revision with mentor memoryshape ¿ mh 620cc silicone breast implants which the left side had unusual appearance in the filter material after implantation. The issue was confirmed by the physician. As a result the implant was removed on (B)(6) 2020.